Event description:
A malfunction alarm was reported, specifically identified as "malf 12." The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arises again.